Manufacturer narrative:
The technician found the head end brake caster was not holding in brake due to a groove in the middle of the brake pad which prevented the pad from making contact with the caster wheel. The technician replaced the brake caster to repair the bed.

Event description:
Info received indicates the brake at the head end of the bed is not holding.